Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched messaged, which were reproduced. The messages were found to be caused by loose link screws. The screws were replaced to correct this condition.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no patient involvement.